Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use eifu states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. Based on the reported information, there is no indication that the reported retraction problem and material separation is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, the difficulty retrieving the filter and material separation appear to be the result of an excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter during removal resulting in material separation of the filter membrane. Unexpected medical intervention was required, and it was confirmed the separated portion of the filter remains in the wrist with good blood flow.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat a lesion in the right common femoral artery with heavy calcification and mild tortuosity. Access was obtained through the left radial artery. The emboshield nav 6 embolic protection system (eps) was advanced over a viperwire guide wire and the filter was deployed. Upon retrieval, the filer was could not fully collapse due to an accumulation of excess debris. The filter was retracted to the sheath and advanced to the ulnar artery where the debris was aspirated and the filter collapsed half way. Upon removal of the sheath and retrieval catheter, the filter was observed to be separated. Fluoroscopy confirmed the distal marker and mesh remained in the ulner artery with adequate blood flow maintained. Therefore, no further intervention was performed. There was no adverse patient sequela.